Event description:
It was reported that during surgery, the distal ceramic sleeve of the device came loose from the shaft and entered the bladder. The ceramic sleeve could not be retrieved as a whole component. It had to be broken in order to retrieve it. According to the user, no ceramic parts remained in the patient and all parts could be retrieved.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: during inspection of the returned product, a deformation of the shaft and a broken ceramic insert was found. Based on the damage detected during inspection, the breakage of the ceramic beak most likely has been caused by the inner shaft being pulled out of the outer shaft at an angle. If the inner shaft is pulled out of the outer shaft at an angle, this presses the ceramic against the outer shaft and this can lead to breakage. The instructions for use also state that the ceramic beak should be checked for damage before use. In addition, the article was produced in february 2022, so a corresponding number of uses can be assumed. The event is filed under internal karl storz complaint ID: (B)(4).